Event description:
Customer sent a repair request reported an issue of b30 scope communication error. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated . Device inspection and evaluation found b30 (scope communication error) and error e216 occurred due to dirt on the electrical contacts of the video connector. The reported b30 error issue was confirmed. In addition, noise occurred due to damage to the image pickup (image sensor) unit, and temporary image loss observed. Additionally , the following findings noted during device inspection: a rubber adhesive part chipped. Insufficient angle due to the elongation of the angle wire. Video connector part label peeling noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Alternatively, it is also likely that the communication state became unstable due to foreign matter adhering to the electrical contact of the video connector. Olympus will continue to monitor field performance for this device.